Event description:
An impella cp device was inserted via the right femoral artery in a 79-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the ostial left main (lm) artery. During the procedure, upon insertion into the left ventricle with the impella, the patient went into complete heart block (chb) with a heart rate in the 30s. The patient was given atropine 0.5mg and a transvenous pacemaker (tvp) was inserted. It was noted that the patient had severe aortic stenosis. After removal of the impella in the procedure room, the physician attempted to turn down the pacemaker, but the patient remained in chb with a heart rate in the 30s. The patient was transferred to the intensive care unit (ICU) in stable condition, with tvp wires in place, pacing at a rate of 80bpm. The post-procedure outcome is survived at explant. The physician attributed the chb to the severe aortic stenosis and abnormal electrical conductivity. Patients with severe aortic stenosis are at a higher risk for various conduction disturbances due to the extension of calcification from the diseased aortic valve into the adjacent conduction tissues.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (heart block): the root cause of the injury was unable to be determined due to insufficient clinical details.